Manufacturer narrative:
Power loss alarms, low battery alarms and error 25 confirms in the long trace. Power loss alarms after the error 25. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Insulin pump received with minor scratched lcd window and case. No physical damage noted at the reservoir tube per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report a reservoir compartment anomaly on the insulin pump. Customer reported that carelink does not show all pump data. Customer also reported that the pump's internal battery failed. Customer's blood glucose levels were not included in the report. Product is being replaced.